Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the lot number, aa6116r13, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. There were no nonconformance(s), or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2016-00168 for the first patient. It was reported that the t-fastener anchors broke after placement with no reported patient injury. This incident occurred with two kits. No additional information provided.